Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an lead replacement procedure (reference MFR. Report #1627487-2018-10009), the physician was unable to implant the exclaim lead. Reportedly, the patient experienced a loss of motor function and sensory in their left arm. In turn, the procedure was abandoned. Reportedly, the patient was able to regain motor function in their left arm post operatively.

Event description:
Additional information received identified the patient is now experiencing right arm paralysis and still has weakness in the left arm (reference MFR. Report# 1627487-2018-11617). The patient is undergoing MRI scans and is currently in rehabilitation. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.